Manufacturer narrative:
No patient information provided as no patient was involved in this concern. A medtronic representative went to the site to test the equipment. Testing revealed that the system functioned as intended after replacing the position sensor unit (psu). The system passed the system checkout and was found to be fully functional. The psu was returned to the manufacturer for analysis. Analysis found that the instrument functioned as intended. The psu was returned with many nicks and scratches on the housing. When connected to a known good system, the psu tracked active and passive instruments through the volume without issue. The psu was also able to easily track an imaging system tracker. The psu passed an accuracy test (aak) at .17 mm with a passing threshold of .35 mm. No problem found. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation device being used outside of procedure. It was reported that during a system checkout for unrelated issues, it was noticed that the system was having issues picking up the imaging system trackers (both trackers). The site tested the camera ir frequency output with an cellphone camera and discovered that the ir frequency was pulsing at a slower rate and would fade in and out on the systems camera. Other navigation cameras did not have issues tracking the imaging system. The systems were tested under the same conditions and operating room (or) lights. Each system was tested individually and the other system's were powered off when one was being tested. No patient present.